Event description:
It has been reported to philips that the system would not boot up. It froze at 0:00. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips remote service engineer (rse) inspected the system remotely with the customer and the customer had powered off to the wall and still no change when powering on the system, preventing the system being turned on. A philips field service engineer (fse) went onsite and found no power output from pd.scomp.dcps_24v_12v_5v (dcps (direct current power supply)) which was returned to philips for further analysis. The analysis confirmed the malfunction and identified ac and dc led stay off and fan was not running. Following the replacement of the pd.scomp.dcps_24v_12v_5v, the system was returned to use in good working order. The codes were updated based on the investigation outcome.